Event description:
The reporter indicated that a 12.6mm vicm5_12.6; -10.00 diopter implantable colllamer lens had a loading error with no patient contact. A back up lens was used. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).